Manufacturer narrative:
Date of event: unknown. FDA notified? The initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd nexiva¿ broke while being used in an IV. The customer said "in the past 48 hours, we have had three separate nurses report that the 18g nexiva IV's catheter had "fallen off" while attempting to place an i.v. This product defect resulted in a delay of patient care in all three patient cases.¿

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 8232654; the lot number was built/packaged on nfa line 1 from 23aug2018 thru 26aug2018 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that three bd nexiva¿ broke while being used in an IV. The customer said "in the past 48 hours, we have had three separate nurses report that the 18g nexiva IV's catheter had "fallen off" while attempting to place an i.v. This product defect resulted in a delay of patient care in all three patient cases.¿